Event description:
It was reported that wire was stuck with the burr. The target lesion was located in the trans tibial artery. A 1.50mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that the wire was stuck in the burr and were removed together from the patient's body. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The burr catheter was received connected to the advancer unit. The rotawire was not returned to maple grove. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. A device to device interaction test was performed by inserting a test guidewire into the device and it was able to pass through. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no damage that could have contributed to the reported event.

Event description:
It was reported that wire was stuck with the burr. The target lesion was located in the trans tibial artery. A 1.50mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that the wire was stuck in the burr and were removed together from the patient's body. There were no patient complications reported.